Event description:
It was reported that, post implant, the patient was in severe pain especially with right ventricular (rv) pacing. The threshold was high and the r waves had diminished. An rv lead perforation was suspected. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).